Manufacturer narrative:
Manufacturer's conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an intracranial hemorrhage in the left hemisphere, which was diagnosed by computed tomography. Symptoms included stroke and headache. The patient experienced neuropathy for 24 hours. Anticoagulant treatment at the time of the event included warfarin and aspirin. Prothrombin time (inr) increased from target range in patients taking warfarin due to neuropathy. Prolongation of inr was considered to be the main cause. Treatment included intravenous drip and drug adjustment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.